Event description:
The reporter stated the surgeon inserted a aa4203tl toric optic silicone single piece lens. Lens was removed due to lens tear. No pt injury. Backup lens was implanted.

Manufacturer narrative:
(B) (4). (B) (4).